Event description:
The site reported the following: a pt with an admitting diagnosis of pre-op clearance of mitral valve repair was undergoing a cardiac catheterization and experienced an air injection. Approximately 2-3 ml of air was visualized under fluoroscopy. The pt became hypertensive with tachycardia requiring medical intervention including cardiopulmonary resuscitation, intubation, and administration of atrophine and epinephrine. Post procedure the pt was admitted to the intensive care unit for pulmonary edema. The site has been contacted for an update on the pt's status; however, we have not received a response.

Manufacturer narrative:
A preventive maintenance check of the avanta fluid management system, performed on (B)(4) 2012, confirmed the injector was operating within medrad specifications. The multi-patient disposable set (mpat) and the single-patient disposable set (spat) that were reported to be in use during the event were returned to medrad for product analysis. Visual examination found the disposables in good overall condition and free of any visual defects. Functional testing confirmed the product performed to specification. The site reported a loose connection between the mpat and spat was the origin of the air introduction into the disposable set. The avanta fluid management system operation manual states: warning: component damage may occur if disposables are not installed properly. Ensure all connections are secure. This will help minimize leaks, disconnections, air introduction, and component damage. Do not use tools to over tighten connections or to assist in removal of disposables. Additional applications training has been offered, accepted by the site, and will be scheduled at a future date.